Manufacturer narrative:
(B)(4). The analysis results found that the instrument was received with the staple height selector broken, and with a cartridge reload loaded in the instrument. The cartridge reload was received with the knife shroud damaged; this damage is consistent with an improper loading of the reload. When loading the instrument, insert the cartridge by placing the alignment tabs into the alignment slots and pivoting the cartridge onto the cartridge fork. Snap the cartridge into position. If the reload is loaded improperly, it can result in damage to the knife shroud. This may appear as the device not closing or difficult to close. Please reference the instruction for use for more information. In addition, the cartridge had the swing tab in the locked position and fully fired. No functional test was performed due to the condition of the reload. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a lap right hemicolectomy, there was a difficulty in combining the anvil half and the cartridge half when the device was used on the ileum and the colon at the 1st firing. They were combined by force and the device was fired, but the firing knob did not move forward. Therefore, the doctor intended to remove the device, but it could not be removed because the cartridge half could not be come off from the anvil half. Eventually, the colon and the ileum were cut and the device was removed with the tissues. Another device was used to complete the case. There were no adverse consequences to the patient. After the operation, the cartridge was removed from the anvil half and it could be removed easily. It was suspected that the cartridge had been misloaded at the time of incident. Although the device could be fired, the firing knob could not be fully returned to the home position.

Manufacturer narrative:
(B)(4).